Manufacturer narrative:
This was determined reportable per edwards lifesciences procedures. Requested patient history, medication history, copy of operative report, copy of echo if conducted. However, no additional information has been provided to date. Customer letter has not been requested. The DHR review is in process. Device not available for evaluation at this time. As to the patient diagnosis of epstein disease, epstein anomaly is a heart defect where the tricuspid valve is abnormally formed. Use of this device in the triscuspid position is considered "off label use" and is not recommended.

Event description:
It was reported that the device was explanted after an implant duration of zero days. Through follow-up with the health-care provider, it was learned that "2 of the 3 struts were caught by sutures despite checking closely before securing."

Manufacturer narrative:
Evaluation summary: heavy host tissue is evident at the outflow aspect. Heavy dense layer covered most of leaflet 2 and its free margin. Host tissue curled the free margin of leaflet 2 over itself, thus leading to a gap at the coaptation region. Host tissue overgrowth fused the free margins of leaflet 2 with the adjacent leaflets at opposite commissures by approximately 4-5mm. Host tissue also fused the free margins of leaflet 1 and leaflet 3 at commissure 1 by approximately 3mm. Also at the outflow aspect, heavy of host tissue overgrowth is noted at leaflets 1and 3, and encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm. Thin layer of host tissue overgrowth encroached onto the tissue inflow and into the orifice by approximately 6mm. Host tissue overgrowth restricted mobility in the leaflets and led to stenosis. Host tissue is moderate at the stent outflow and stent inflow. Cuts in the sewing ring are evident; the silicone ring is exposed, and the wireform and the band are visible. Calcification is minimal to moderate at the free margin of leaflet 1 and minimal in the free margins of leaflets 2 and 3. The x-ray demonstrates minimal calcification. (B) (4) = x-ray

Event description:
Reportedly, the device was explanted after an implant duration of 23.93 months. Per the email report, the edwards mexico office has one device that was placed in saline ready for return. No information is known. Per the cer: pt received treatment for ebstein disease ((B) (6) 2008) with a mitral valve repair and a tricuspid valve replacement. Two years later, the tricuspid valve ((B) (4)) was insufficient, demanding a new replacement. The patient was (B) (6) years old the day of the surgery.